Event description:
The customer observed a false negative hbsag result generated on the architect i2000sr processing module for one sample. (Abbott reference range: <0.05iu/ml) (hbv dna reference range<5.0e+02 iu/ml) initial result was 0.0 iu/ml, repeat result was 0.0 iu/ml hbv dna result was 2.6e+03 iu/ml (positive). Patient medical history includes diagnosis of a space-occupying mass in the liver and additional lab result provided: e-antigen: 0.36 s/co (customer reference range: <1 s/co) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section e1 phone number: (B)(6). This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for false non-reactive architect hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 53178fn01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house sensitivity testing was completed using an in-house retained kit of lot 53178fn01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the architect hbsag assay for lot 53178fn01 was identified.

Event description:
The customer observed a false negative hbsag result generated on the architect i2000sr processing module for one sample. (Abbott reference range: <0.05iu/ml) (hbv dna reference range<5.0e+02 iu/ml). Initial result was 0.0 iu/ml, repeat result was 0.0 iu/ml. Hbv dna result was 2.6e+03 iu/ml (positive). Patient medical history includes diagnosis of a space-occupying mass in the liver and additional lab result provided: e-antigen: 0.36 s/co (customer reference range: <1 s/co) no impact to patient management was reported.